Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint for particulate matter was confirmed in the lab. The results of a sample evaluation revealed embedded pm inside the drain line port approximately 10 ft. Down from port. A batch review was not performed due to unknown lot number. The cause is pin build-up during the tubing extrusion process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A baxter homecare services representative (hcsr) called corporate product surveillance (cps) to relay a report received from the home patient's (hp) peritoneal dialysis nurse (pdn). One cassette of which the hp noticed a black blob in the line. The pdn stated it looks like a bug. No injury or adverse event is reported. During a follow-up the pd rn was contacted regarding the particulate matter in the drain line. The pd rn stated the hp noticed the particulate matter prior to prime. The hp started over with new supplies and resumed therapy. No patient injury or medical intervention was reported.